Event description:
This procedure occurred prior to the patient being enrolled in the (B)(6) study. During the procedure, but prior to the subject being enrolled in the (B)(6) study, the physician treated a total occlusion in the sfa. Three protege everflex stents were placed overlapping each other (two 6mmx150mm and one 6mmx100mm). After these placements, angiography revealed the stent in the proximal sfa foreshortened extending 10mm into the sfa. Therefore a fourth stent needed to be placed (according to procedure notes, a 6mmx3cm). There were no adverse events due to the foreshortening as of (B)(6) 2012.

Manufacturer narrative:
A review of the manufacture records for this device could not be conducted because the lot and model number were unavailable.should further information become available, a supplemental report will be submitted. Stent was implanted.